Event description:
The facility representative reported to largo customer service a pump that shut down without warning during bio-med testing. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
This device has not yet arrived at baxter for evaluation. A follow-up report will be submitted if, and when the evaluation is completed.